Manufacturer narrative:
Reported event: an event regarding infection and instability involving a mets total femur replacement, trochanter plate screw was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records or x ray images were received for review with a clinical consultant. Device history review: review of the product history records indicate (B)(4) devices were manufactured and accepted into final stock on 22 june 2018 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed for similar events regarding infection and instability. Lot ID b21580. There have been no other events for the lot referenced. Sterile lot: uk34s12118721-1-1. There have been no other events for the sterile lot referenced. Conclusion: the exact cause of both events, infection and instability could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not returned.

Event description:
It has been reported that a revision surgery took place on (B)(6) 2020 due to suspected infection and instability.